Event description:
It was reported that during a unilateral balloon kyphoplasty procedure (bkp) for a lumbar vertebral compression fracture, the second balloon ruptured while being inflated and would not withdraw through the cannula. According to the report, the "balloon was pulled as far as possible in cannula where it was removed from vertebral body and cannula replaced for cement fill". The procedure was delayed 15 minutes. No balloon fragments were left in patient and it is reported that the patient was not allergic to contrast media. The procedure was performed successfully and no patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Product analysis: the reported complaint of a balloon rupture was confirmed during product evaluation. A radial tear was observed near the proximal peak of the balloon. This observation is consistent with rupture due to contact with bone splinters during instrument usage. Due to the 'umbrella' effect of the radially cut ibt, the ibt was unable to be collapsed and removed from the stylus. The above observations are consistent with intraoperative instrument damage.